Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven months post filter deployment, patient is scheduled for filter retrieval. The bard retrieval system was advanced into the ivc and snare attempts were made to engage the filter hook was unsuccessful suggesting the hook was likely adhered to the caval wall. Attempts to free the filter hook was ultimately unsuccessful and as such it was decided to leave the filter in place rather than risk damaging or fracturing arms/legs. Small amount of chronic appearing mural thrombus noted in the ivc just above the level of the filter with no acute thrombus was noted. Unsuccessful ivc filter retrieval do to filter tilt and adherence of the filter hook to the caval wall. Therefore, the investigation is confirmed for retrieval difficulties and filter tilt. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using snare but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 03/2019.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.